Manufacturer narrative:
The microcatheter was not be returned for analysis, as the proximal and distal portions were discarded at the site. Based on the reported information, the report of catheter separation due to onyx entrapment could not be confirmed and the cause could not be determined. Separation can occur if the microcatheter is pulled beyond the 20cm limit noted in the instructions for use (IFU). It is likely the reported entrapment of the microcatheter contributed to the separation issue. Entrapment can be caused by angioarchitecture, vasospasm, reflux or injection time. Information regarding these probable causes was not reported; therefore, could not be ruled out as potential causes. The lot history record showed no discrepancies that would have contributed to the reported experience. All products are 100% inspected for damages and irregularities during manufacture. Per our device¿s IFU: precautions ¿ ¿if catheter entrapment is suspected (with any embolic agent), fast catheter retrieval technique may result in catheter shaft separation and potential vascular damage. Do not apply more than 20 cm of traction to catheter to minimize risk of catheter separation.¿ if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that after completing the arteriovenous malformation (avm) embolization with liquid embolic material, and during removal of the catheter, the distal third portion of the catheter was reported to have broken off and left within the vessel. When the avm was resected the remainder of the catheter was removed. There was normal amount of reflux around the catheter tip. The avm was in the distal middle cerebral artery (mca).

Manufacturer narrative:
The device was not returned for analysis. Therefore, we are unable to perform further root cause analysis. Attempts have been made to obtain additional information, however, our attempts have been unsuccessful. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that after completing the arteriovenous malformation (avm) embolization and during removal of the catheter, a portion of the catheter was reported to have broke off and left within the vessel.